Event description:
A healthcare facility reported via a fisher & paykel healthcare (f&p) field representative in germany that the front base case of a iw990 wall mount infant warmer was damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 wall mount infant warmer was received at our fisher & paykel healthcare (f&p) regional office in germany where it was visually inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Results: the subject device was visually inspected and performance tested. Visual inspection of the subject iw990 wall mount infant warmer revealed that the base case was cracked, confirming the reported damage. Conclusion: our investigation was unable to determine the cause of the observed damage to the iw990 wall mount infant warmer. Previous investigations into similar incidents have indicated that it is likely due to impact damage or the use of incorrect cleaning solutions. The user manual for the iw990 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.